Event description:
Customer called to report that he was hospitalized due to high blood glucose levels. Troubleshooting was not performed as customer did not have an infusion set with him during the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.